Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect; cause was unknown. Customer¿s blood glucose value was 200 mg/dl. Reportedly, the customer corrected the time and date. Customer resumed insulin therapy.